Event description:
The facility, received a phone call from a lawyer who was investigating an incident that occurred with an ht50 with a pt death and wanted to acquire info regarding dual pac battery. At this time the pt death has not been identified to be due to a malfunction. However, it has been alluded that it is questionable whether the ventilator went into backup battery mode.

Manufacturer narrative:
The ventilator in question is owned by facility. However, they were not informed of this incident by the user. Facility, did not report to medical instruments of this incident because there has been no issue reported to have occurred with the ventilator. Reportedly, the ventilator is being kept by the pt's family per their attorney at this time. Therefore, the reported problem is unable to be confirmed to date. Facility verified with their service records and test sheets that the battery in this ventilator was replaced on a regulator basis with no greater than a year (as ht50 operation manual suggests) prior to the reported incident.